Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: (B)(6). Abstract title. "Hemostasis of femoral artery was performed with proglide device. However, the suture capturing was loose; several days later, pseudoaneurysm was noted."na

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of pseudoaneurysm is listed in the proglide instructions for use (IFU), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects; however, the treatment appears to be related to circumstances of the procedure. Outcomes attributed to the date of occurrence.

Event description:
It was reported through an abstract title that proglide devices may be related to loose suture capturing of artery and pseudoaneurysm. Specific patient information was not provided. Details are listed in the attached article: hemostasis of femoral artery was performed with proglide device. However, the suture capturing was loose; several days later, pseudoaneurysm was noted. Subsequent to filing of the initial medwatch report, additional information was received. It was reported that an arteriotomy closure of the right common femoral artery was completed on (B)(6) 2018 using a proglide device with a 7f sheath after an interventional percutaneous coronary procedure. Reportedly, four days later a pseudoaneurysm was confirmed. Seven days later the patient had a confirmed fever and the pseudoaneurysm was treated surgically. No treatment for the fever was reported. No additional information was provided.

Manufacturer narrative:
Date of event- estimated. Exemption number e2019001. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: (B)(4) abstract title. "Hemostasis of femoral artery was performed with proglide device. However, the suture capturing was loose; several days later, pseudoaneurysm was noted." (B)(4).

Event description:
It was reported through an abstract title that proglide devices may be related to loose suture capturing of artery and pseudoaneurysm. Specific patient information was not provided. Details are listed in the attached article title: hemostasis of femoral artery was performed with proglide device. However, the suture capturing was loose; several days later, pseudoaneurysm was noted.